Event description:
Per the audiologist, the patient's parent reported in 2007 that the patient's implant had extruded through the skin flap. Surgery to reposition the internal device was done four days later.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.